Event description:
A malfunction identified by code malf 24 was reported, but it did not lead to an adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, instructing the customer to use multiple daily injections (mdi) as a backup therapy. The customer was informed that they would receive a replacement pump with updated software, and instructions were given on pump storage, return procedures, and setting up the replacement device.